Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 2 months. The explanted device is expected to be returned for analysis. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was seen in clinic on (B)(6) 2017 after discharge from acute rehabilitation. The patent was dyspneic on exertion and had gained 10 lbs. Of weight. A moderate mitral regurgitation with av opening with every beat at 9000 rpm was observed on echocardiogram. Level of lactate dehydrogenase (ldh) was elevated 1800u/l, recent inr was 1.6. The patient had a history of right ventricular failure that occurred postoperatively with low flow events and inotrope usage; four (4) implantable cardioverter-defibrillator (ICD) fires were observed since implant. The patient was known to have pulmonary sarcoidosis with pulmonary hypertension. The patient was admitted to hospital. The patient was started on heparin infusion, epinephrine and milrinone. Intra-aortic balloon pump (iabp) was inserted. The patient continued to decline with increasing creatinine and total bilirubin. A pump exchange was performed via subcostal approach. A clot was visualized on inlet of the device. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.